Manufacturer narrative:
Internal complaint reference: case (B)(4). The reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned with a length of suture with t2 attached. The suture material is broken and frayed where t1 was attached. A functional evaluation finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the t2 from the ultra fast fix 360 fell off from the inserter external to the patient. T1 was left secured in the patient. The procedure was completed using a backup device with a non-significant surgical delay. No further complications were reported.